Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed bond wires on the analog chip. This is not believed to be related to the return reason. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed one of the electrical tests from being performed. The device failed the residual gas analysis test. The open device inspection confirmed disturbed bond wires on the analog chip. This is not believed to be related to the return reason. The internal visual inspection revealed cracked conductive epoxy on some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feed thru hermeticity issue from one feed thru vendor. A corrective action has been implemented. Feed thru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
External visual inspection of the explanted device revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed bond wires on the analog chip. System lock could not be obtained at any spacing. The electrode and the no lock conditions prevented some for the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The open device inspection confirmed disturbed bond wires on analog chip. The internal visual inspection revealed cracked conductive epoxy on some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feed thru hermeticity issue from one feed thru vendor. A corrective action has been implemented. Feed thru assemblies from this vendor are no longer used. This is the final report.

Event description:
The patient reportedly experiences pain with device use. Device testing revealed abnormal function. Revision surgery is scheduled.